Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had a cracked objective lens and the tip rubber was deteriorated. Inspection and testing of the returned device found the adhesive around the lighting lens was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the curved rubber was cracked, the adhesive around the lighting lens was peeling off, the bending angle was insufficient, the angle knob had play, the air/water nozzle was deformed, the tip body was scratched, the insertion tube was scratched, the insertion tube was wrinkled, the operation part was scratched, the operating part was discolored, the forceps lever was scratched, the tip cover was scratched, the insertion part of the corrugated tube was scratched, the illumination lens was chipped, the switch box was scratched, the suction cylinder was scraped, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the forceps plug cap was scraped off, the universal cord was scratched, the scope connector side of the universal cord was scratched, the scope connector was scratched, the right/left angle fixing knob was scratched, and the paint on the suction cylinder was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the adhesive issue could not be determined. It is possible that the peeled adhesive was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.